Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The data acquisition board and the cable from the data acquisition board to the central processing unit were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.